Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. A replacement wall power adapter and cable was sent to the customer to resolve the issue. There was no adverse impact to customer's blood glucose level.